Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a150103 captures the reportable event of tip premature deployment.

Event description:
Note: this report pertains to one of two devices used in the same patient and procedure. It was reported to boston scientific corporation that two trapezoid rx devices were used in distal bile duct during an endoscopic retrograde cholangiopancreatography procedure on an unknown date. During the procedure, the physician felt a resistance when reinserting the endoscope and noticed that the tip of the catheter was separated. Moreover, the stones were very hard at that time and was difficult to crush. The product was replaced with a new one; however, the same event occurred. The procedure was completed with a third trapezoid rx. There were no patient complications as a result of this event.

Event description:
Note: this report pertains to one of two devices used in the same patient and procedure. It was reported to boston scientific corporation that two trapezoid rx devices were used in distal bile duct during an endoscopic retrograde cholangiopancreatography procedure on an unknown date. During the procedure, the physician felt a resistance when reinserting the endoscope and noticed that the tip of the catheter was separated. Moreover, the stones were very hard at that time and was difficult to crush. The product was replaced with a new one; however, the same event occurred. The procedure was completed with a third trapezoid rx. There were no patient complications as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a150103 captures the reportable event of tip premature deployment. Block h10: investigation results the returned trapezoid rx was received for analysis. Visual examination of the returned device found the basket tip returned assembled into the basket wires. In addition, the side car rx was found push back 4.5mm and was also filled with remnants of use. No other problems were noted. The reported event was not confirmed; however, device analysis found that the side car rx was pushed back. Based on the available information, the investigation findings were most likely caused due to the amount of force applied on the thumb ring from the handle when trying to destroy the stone, and by this force applied, the working length tends to "retract" itself and therefore, pushing back the side car rx. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure.